Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation of the device handle after it was returned from the hospital. The device was used in the medical procedure, but when the deformation of the device was occurred.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 4 other events reported for the reported manufacturing lot the event was confirmed. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation of the device handle after it was returend from the hospital. The device was used in the medical pocedure, but when the deformation of the device was occurred.